Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customers parent reported via phone call hardware low level failures and absence of alarm on the insulin pump. Customer's blood glucose level was 10 mmol/l. Customer's parent advised the insulin pump did not give off any alarms during the self-test and they received a hardware low level failures. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with pump error 63 alarm during self test and confirmed in the pump history due to broken trace on u1 keypad assembly. The pump passed the displacement test. The audio tone/beeps and vibrator motor functioned properly.